Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray movie sequences. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided x-ray movies confirmed the reported occurrence. The lead tip and the inner coil detached from the ring electrode. Further attempts to pull back the lead resulted in an elongation of the distal area. Based on the available information, the root cause for this occurrence could not be determined. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - during the implantation procedure this rv lead became stuck in the tricuspid valve; attempts to reposition the lead were unsuccessful. The insulation appeared to be dislocated from the lead tip. The lead was capped and a new lead was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 31 cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The inspection of the available lead fragment showed that the lead tip was separated from the lead body. The inner coil was stretched in this region. The silicone and the tines at the lead tip were missing. These findings confirmed the complaint description, as well as the x-ray images. Further analysis of the returned lead fragment showed deformations of the shock coils, which most likely resulted from the application of tensile forces. The inspection did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. It cannot be excluded that the patient's anatomy led to the reported occurrence.